Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is in hospital and has been there for over a month. The patient¿s chest is "wide open" and they get frequent debridement therapy to his chest. There is one measurement for rv tip to coil impedance that measures zero on the right ventricular (rv) lead. All impedance trends are otherwise normal. The rv tip to coil impedance issue is suspected to be due to the debridement that is occurring near the lead at the time of an impedance measurement. The rv lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.